Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that a dialyzer blood leak occurred 30 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak that was leaking from the venous header. The patient¿s estimated blood loss (ebl) was approximately 50ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a the same machine and treatment completed successfully with a new dialyzer. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
Updated plant investigation: the customer returned three companion samples from the same lot as the complaint device for evaluation. The samples were returned sealed within their individual pre-packaging pouches. No damage or irregularities were noted on the pre-packaging pouches or dialyzers. The companion dialyzers were removed from the pre-packaging pouches and were each subjected to a laboratory leak test. No external leaks were observed during testing. The production record review showed there was one approved temporary dn in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Manufacturer narrative:
Correction: date rec¿d by MFR, added report sources.

Manufacturer narrative:
Patient identifier information added.